Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter displayed an error 1 message. The complaint was classified based on the original customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message after 5pm on (B)(6) 2017. The patient manages his diabetes with a combination of medications including tresiba and novolog insulins. The reporter indicated that on (B)(6), the patient had become ¿constipated and his legs started to swell¿. She reported that on (B)(6), the patient took his usual 25 units of tresiba before bedtime, and his normal novolog dosage which varies depending on readings throughout the day, prior to error occurring. She reported that on (B)(6), the patient was still getting error 1s; because he was unable to determine the correct novolog dosage to take, he did not take any. She reported that the patient went to the emergency room (ER) around 4pm on (B)(6) 2017. She indicated that while in the ER, the patient received IV fluids and antibiotics from a healthcare professional and a lab test was performed (result unknown). She also indicated that the patient was given novolog and tresiba as normal. At the time of troubleshooting, the cca noted that the product was not being used for the first time. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.